Event description:
There was an allegation of analyzer alarms and questionable results from the cobas e 801 analytical unit. The samples were repeated on another cobas e 801 analytical unit. Sample 1 initial ft3 result was >32.5 and the repeat result was 0.45. Sample 2 initial ferritin result was 9.54 and the repeat result was 189. Sample 3 initial ferritin result was 4.26 and the repeat result was 832. Sample 4 initial procalcitonin result was <0.02 and the repeat result was 2.52. Sample 5 initial ft3 result was >32.5 and the repeat result was 3.63. The units of measure were not provided.

Manufacturer narrative:
The ft3 reagent lot number was 790227, the ferritin reagent lot number was 792737, and the procalcitonin reagent lot number was 789889. The expiration dates were not provided. The field service engineer replaced pinch valves and ran qc that was acceptable. The investigation determined the service actions resolved the issue.